Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's high and low blood glucose levels. The customer's blood glucose level at the time of incident was 144mg/dl. The customer states their levels rose as high as 400mg/dl, and as low as in the 30mg/dl and 40mg/dl range. The customer states they have treated with the pump. Troubleshoot was conducted. The pump was found to have passed testing and to be functioning as designed. The customer was advised to monitor the device, conduct set change, and call back if issues persist.